Event description:
A customer reported three discordant low urea nitrogen (bun) results obtained on an advia 2400 system. The results were not reported to the physician(s). Upon retest on an alternate advia 2400 instrument, the corrected results were reported. There were no reports of patient intervention or adverse health consequences due to the discordant urea nitrogen results.

Manufacturer narrative:
A siemens technical service consultant (tsc) was dispatched to the customer site to evaluate the instrument. After analysis of the instrument, it was determined that the cause for the discordant urea nitrogen results was unknown. The tsc checked probe and mixer calibrations, adjusted the sample probe pipette (spp), cleaned all solution bottles and performed system precision. The instrument is performing within specifications and no further evaluation of the device is needed.